Manufacturer narrative:
Communication with the customer did not identify the cause for the depleted battery pack; however, the customer reported that the aeds were stored in an outdoor locker. The customer was advised to remove the battery packs from the devices and properly dispose them. As the battery pack will not be returned for analysis, the cause of the complaint cannot be determined. The IFU states: "improper maintenance can cause the ddu-100 series AED not to function. Maintain the ddu-100 series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart." "Use and store the ddu-100 series AED only within the range of environmental conditions specified in the technical specifications." Technical specifications state: "standby / stroage- temperature 0-50 degrees c. (32-122 degrees f.); humidity- 5% - 95% (non-condensing). The available information does not indicate that the device did not perform as intended or meet product specifications.this device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported AED will not power on. No additional informaiton provided. This event was not reported as occurring during patient use.